Event description:
Fractured catheter tip noted in left brachiocephalic vein on chest CT in 10/2002. Pt referred to interventional radiology consultation and removal of foreign body. The next day, interventional radiology removed fractured catheter tip via transfemoral approach. In review of chest films, catheter was visible by portable chest x-ray in 10/2002 after placement of left subclavian vantex multi lumen catheter. Pt had a preexisting multi lumen vantex in the left internal jugular vein.